Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think their implantable pulse generator (ipg) is not controlling their arrhythmia. Ipg remains in sue. No patient complications have been reported as a result of this event.